Event description:
The manufacturer representative reported that the pt's system was removed due to infection. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.